Event description:
The patient stated that her power pack failed after one week and one day of use. She stated she was priming her infusion device and it shut down. She stated she was able to insert a new power pack into the device and it functioned properly. The patient stated that she has been changing the power pack every 2 weeks as advised. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.